Event description:
Reportedly, the device cut the application site but did not clip properly as expected. The clips were not closed and bleeding occurred which was controlled by suturing. Procedure type: urological.